Manufacturer narrative:
The returned product was evaluated. Thrombus failure mode added based on log evidence of ingestion. High purge pressure: the returned product had no abnormalities observed. No biomaterial on impeller or catheter kinks. The pump was run in the lab and high purge pressure did not reproduce. The data logs show a gradual rise in purge pressure after the pump was started until high purge pressure alarms were triggered. Purge system blocked alarm was also triggered. High purge pressure was sustained. About 30 minutes into support there was a motor current spike with speed deviation indicative of an ingestion. About an hour later there was another ingestion event with a motor current spike and speed deviation followed by low pump flows. High purge pressure was still sustained. The root cause of the high purge pressure was determined to be biomaterial as evidenced by data log analysis and returned product testing. Thrombus: as the necessary information was not provided, the root cause of the thrombus was not determined.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation has been completed for optical signal issue. The returned product had no abnormalities observed. The 5s parameters were within range and the pump passed the light continuity test. The data logs show a motor current spike with speed deviation before the onset of the impella in aorta alarms indicating possible biomaterial interaction. There were also suction alarms during the same time frame. The root cause of the optical signal issue was most likely due to biomaterial causing false 'impella in aorta' alarms as evidenced by the data log analysis and clinical evidence of correct placement. A review of the device history record (DHR) for the suspect product and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time the product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time. H6 updated to include placement signal coding. Corrections that were made from the initial manufacturer device report number 1220648-2024-11809. D10 concomitant medical products and therapy dates updated.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental MDR will be filed.

Event description:
The user facility reported the patient was on impella cp support and during support, there were high purge pressure alarm present. The purge cassette was working and it seem that the problem was in the sidearm. Additionally, there were placement signal issues. There were impella in aorta alarms that came up 4-5 times when the impella was properly placed. No patient harm was reported.

Manufacturer narrative:
The investigation of high purge pressure has been completed. The returned product was evaluated. No data logs were returned for analysis. High purge pressure: the returned product had no abnormalities observed. No biomaterial on impeller or catheter kinks. The pump was run in the lab and high purge pressure did not reproduce. The root cause of high purge pressure was not determined as no issue reproduced on the returned product and no logs were returned for analysis with limited clinical information related to failure.